Event description:
This patient came back to the clinic fifteen months post index procedure with unstable angina, the EKG was normal. The troponin was negative. A sestamibi perfusion showed lateral ischemia 15%. A coronary angiography was done 4 days later, which showed cypher in a marginal obtuse was fine, the cypher in a posterior descending artery (lcx) was fine and the cypher in a-v surcus artery showed a diffuse restenosis (75%). The lv ejection fraction was normal (55%). They performed a new pci 10 days later with stenting in this lesion with taxus 3.5x24mm and taxus 3.5x16mm con excellent angiographic result. The patient left the clinic with a medical treatment. This patient came back to the clinic 11 months post index procedure with angina pectoris. The EKG was normal, the troponin was negative. Sestamibi perfusion showed lateral ischemia. The coronary angiography showed cypher in marginal obtuse ok, the cypher in a posterior descending artery, ok and the cypher in a-v surcus artery showed a focal re-stenosis. (75%). They performed an intracoronary ultrasound and found a stent sub-impaction and for this reason a balloon angioplasty using a 3.5 x 20mm quantum at 24 atmospheres was performed with optimal angiographic and intracoronary ultrasound result. The patient left the clinic in the next day with medical treatment. The event outcome resolved without sequel.

Manufacturer narrative:
Index procedure: the patient with unstable angina pectoris had nuclear scan. Three of lesions were treated at this procedure. Unfractionated heparin (ufh) was administered during the procedure. First obtuse marginal branch, native coronary artery, 80% stenosis, irregular, eccentric, little or none calcification, type c, and readily accessible proximal segment, the lesion was predilated and a cypher select plus 14 atm was implanted with satisfactory result. (This lesion was re-stenosis of bare metal stent (liberte 2.5x12mm). The target vessel previously revascularized almost two years prior. The mid circumflex artery, native coronary artery, 85% stenosis, irregular, eccentric, little or none calcification, type c, and readily accessible proximal segment, the lesion was predilated and a cypher select plus at 14 atm was implanted with satisfactory result and the stents were overlapping. No post dilation was performed. Left posterior descending artery (pda), native coronary artery, 80% stenosis, irregular, eccentric, little or none calcification, type c, and readily accessible proximal segment, a cypher select plus at 8 atm was implanted with satisfactory result and the stents debulking. (This lesion was re-stenosis of bare metal stent (liberte 2.5x16mm). The target vessel previously revascularized almost two years prior. Medication: aspirin 100mg, clopidogrel 75mg, statins, beta blockers (treatment started 30 days before index procedure). Additional information will be submitted within 30 days upon receipt.